Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level in range of 400 and 600 mg/dl. Customer was treated with insulin injection. Customer was alleging that the insulin pump was under delivering. Customer assisted to troubleshoot for high blood glucose level. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.